Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, removal of mesh, abscess, seroma, pain and suffering. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: abdominal exploration. Lysis of adhesions. Stoppa ventral hernia repair (gore-tex mesh, 20x30 cm). Implant: gore® dualmesh® biomaterial [1dlmc07/04814468, 20 cm x 30 cm x 1 mm thickness]. Implant date: (B)(6) 2007 (hospitalization ni). (B)(6) 2007: (B)(6) clinic. Operative report. Preop diagnosis: huge recurrent ventral hernia. Preop indication: prevent complications, relieve symptoms. Surgeon: d. R. (B)(6), md. (B)(6), md. Assistant: (B)(6), md. (B)(6). Postop diagnosis: huge ventral hernia. Bowel obstruction. Procedure: abdominal exploration. Lysis of adhesions. Stoppa ventral hernia repair (gore-tex mesh, 20x30 cm). Drainage: none. Graft/implant information: lot/ serial#: (B)(6). Catalog/model#: 1dlmc07. Implant name: patch, dual mesh 1 m 20.0 x30. Manufacturer: ls gore col, implant placement: not applicable. Skin prep: duraprep. ¿the patient was taken to the operating room, placed in a supine position, and induced with general endotracheal anesthesia. We began with a secondary midline incision and ware able to safely enter the abdomen in the upper portion. The majority of the adhesions to the anterior abdominal wall were easily lysed with the exception of one portion of small bowel which was fused to the rim of the 15- x 17 cm ventral hernia defect, and this also was the point of his mechanical small towel obstruction. Throughout his entire abdomen, he had many guitar-string-like bands of adhesions which wore all lysed so that his small bowel could easily be explored in its entirety from the ligament of treitz to the ileocecal valve. His colon, stomach. Liver, kidneys, and pelvis were all palpably normal. We then fashioned a 20- x 30-cm, 1 cm-thick gore-tex dualmesh into an oval which fit as an underlay for at least 4 cm beneath the fascia circumferentially around his 15- x 17-cm ventral hernia defect. The mesh was secured circumferentially with at least 20 no. 1 prolene sutures which passed through the anterior abdominal wall at a minimal of 3 cm from the fascial edge, through the gore-tex mesh, and back through the anterior abdominal wall to be tied in a stoppa underlay fashion. The mesh was under no undue tension and was smooth without wrinkles. I was then able to pass a finger between these sutures after they had all been tied down. The subcutaneous tissues were then closed with a running 2-0 vicryl, and the skin was closed with a running 4-0 subcuticular monocryl. Sterile dressings were applied, and the patient was transferred to recovery in stable condition.¿ (B)(6) 2007: (B)(6) clinic. Implant record. Patch: dual mesh 1 20.0 x 30 ¿ sims 551187, implanted. Implant ID: (B)(6). Description: device manufacturer ¿w. L. Gore co., body location. Other. Not applicable. Device status text ¿ meshpatch ¿ 551187. Date implanted: (B)(6) 2007. Manufacturer: gore. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04814468) was implanted during the procedure explant procedure: incision, drainage, and removal of gore-tex. Open wound packing. Explant date: (B)(6) 2010 (hospitalization ni). (B)(6) 2010: (B)(6) clinic. (B)(6), md. Operative report. Preop diagnosis: infected gore-tex. Preop indications: prevent complications. Surgeon: (B)(6), md. Assistant: (B)(6), md. Postop diagnosis: infected gore-tex. Procedure: incision, drainage, and removal of gore-tex. Open wound packing. ¿under general endotracheal anesthesia, the patient was prepped and draped in a sterile routine fashion. Using the midline sinus tract as a guide, the midline incision was opened and the gore-tex identified. Pus was in contact with the gore-tex everywhere. Therefore, as previously discussed with the patient, we removed the mesh and the interrupted prolene sutures. The wound was irrigated and copiously cleaned. A rind on the backside of the gore-tex allowed us to avoid entering the abdomen. With hemostasis secured, the wound was packed with kerlix gauze.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation . Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The instructions for use further warn: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.